Manufacturer narrative:
11/14/1997-supplemental report #1 submitted to FDA.

Event description:
The product was used during a double stapling technique. Reportedly, the staple line was incomplete. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.